Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms number: 617147. Manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. A visual inspection found the tamper seal removed. The top case was badly broken in front left corner and the bottom case was cracked and had missing rubber feet. A review of the event history log found evidence of motor rate error in the history. Functional testing using the occlusion test was performed and during testing, motor rate error was duplicated. The root cause of the problem was a combination of worn and dirty worm coupling facets, motor assembly, worm gear, leadscrew and clutch halves. In addition, white teflon flakes were observed on these components. This wear was considered normal wear as the pump was over 9 years old. To resolve the problem, the motor assembly, worm gear, leadscrew and clutch halves were replaced.

Event description:
It was reported that the pump had a mechanical motor error. No additional information available. No patient injury was reported.